Event description:
Reportedly, proper functioning of the ICD was observed upon device interrogation on (B)(6) 2020. During a standard follow-up performed on 18 may 2021, interrogation attempts were performed with two different programmers. Nevertheless, the ICD could not be interrogated and no green leds were lit. It was decided to explant the ICD during a re-intervention performed on (B)(6) 2021.

Event description:
Reportedly, proper functioning of the ICD was observed upon device interrogation on (B)(6) 2020. During a standard follow-up performed on (B)(6) 2021, interrogation attempts were performed with two different programmers. Nevertheless, the ICD could not be interrogated and no green leds were lit. It was decided to explant the ICD during a re-intervention performed on (B)(6) 2021.